Event description:
It was reported that this patient was unable to pair their insertable cardiac monitor (icm) to their patient mobile monitor (pmm) during initial set-up. Technical services (ts) was consulted and noted manual transmission while moving the magnet slowly over bare skin was unsuccessful. It was confirmed the pmm is updated in airwatch. Despite multiple troubleshooting efforts via telephone with the patient, the ts was unsuccessful at pairing the patient's icm with their pmm. Approximately one month later, the patient was seen in-clinic for x-ray imaging. The device was not visible on x-ray; therefore, it was suspected the icm device likely had been stuck in the insertion tool during the initial implant procedure and never implanted. The patient will let ts know if a new icm is implanted. Besides surgical intervention which did not result in the implant of an icm (which was the intent of the procedure), no other adverse patient effects were reported.

Manufacturer narrative:
To date, this product has not been returned to boston scientific; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.